Event description:
Prior to the implant procedure, the lead helix was tested and would not retract properly. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix stretched for analysis. The helix could not be evaluated due to the helix damage from during the procedure. The cause of the reported event of helix not retracting was isolated to the helix being stretched. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies with the exception of procedural damage.